Event description:
It was reported to philips that the device has battery failure. There was no patient involvement.

Manufacturer narrative:
The customer requested that an authorized service personnel (asp) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery. The battery was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.